Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had the tubing come away from under the twist clamp. This occurred during use of the device for peritoneal dialysis therapy, when connected to the cycler. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2021. B5: per updated information from the customer, replace "tubing come away from under the twist clamp.", to "tubing disconnected from the titanium adapter. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. " d10: add titanium adapter, asku. F10/h6 (component codes): replace g04134 and g04115 with g04034. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.